Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00906

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellum vessel using penumbra smart coils (smart coil), penumbra non-penumbra sheath, non-penumbra catheter, and non-penumbra microcatheter. During the procedure, one smart coil was successfully implanted in the target location using the microcatheter. While attempting to place a second smart coil into the target vessel, the penumbra smart coil detachment handle (handle) was unable to detach it. The physician then decided to remove smart coil. However, while retracting, the smart coil had unintentionally detached inside the microcatheter. The physician then injected saline through the microcatheter to push the detached smart coil back into the aneurysm. While attempting to place a third smart coil in the target location, the physician noticed that the smart coil would not advance from the starting position within the introducer sheath. Therefore, it was removed. The procedure was completed. There was no report of an adverse effect to the patient.